Event description:
A home pt (hp) contacted baxter's product surveillance dept to report an alleged incident of air infusion that occurred during their automated peritoneal dialysis therapy. Reportedly, the hp began experiencing pain in their shoulder and rib cage approx 2 hours into therapy. Per the hp, no pt line extension sets were used and all unused supply lines were clamped off. The hp indicated that they always confirms the successful completion of prime prior to connecting. The hp carefully examined the supplies prior to use and found nothing unusual. During therapy there were no signs of leaks, nor was there air visually noted in the setup at any point after prime. No alarms were received. The hp does not have an initial drain as they get onto the cycler with an empty peritoneum. The next day the hp reported to the dialysis clinic with continue pain in their shoulder and rib cage. Per the hp they performed a "cat scan or MRI" to check the positioning of their catheter. The catheter was found to be positioned adequately, and air was noted in the hp's chest activity. Per the hp, the pain dissipated after approx 5 days. Neither hospitalization nor medication was necessary.